Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device lost the ECG signal during use on a patient. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.

Event description:
It was reported to philips that the device lost the ECG signal during use on a patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
(B)(6).